Manufacturer narrative:
Unit had unresponsive all buttons due to unlocked j2/lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test,excessive no delivery test and displacement test due to unresponsive button. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It customer reported via phone call the insulin pump is not responding. The customer's blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.